Manufacturer narrative:
Insert sheet for the ctni flex reagent cartridge contain the following instructions: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation. The clotting time is increased due to thrombolytic therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of particulate matter." Operator's manual for dimension clinical chemistry sys contain the following instructions: "be sure to follow the sample container MFR's instructions and specs on proper tube storage and handling techniques for mixing, timing and centrifugation." The customer did not follow MFR's instructions for sample handling.

Event description:
A falsely elevated troponin (ctni) result of 1.1 ng/ml was reported for the ctni method. The physician questioned the result on the same specimen was 0.08 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result and the pt report was amended. The error is believed to have been due to insufficient centrifugation spin time. The customer was using a stat spin and centrifuging for 3 mins. The user has implemented a policy to centrifuge all specimens as recommended by the test tube MFR.